Event description:
During a procedure the needle perforated the side of the sheath when being inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation with the dilator partially inserted. Visual inspection revealed the dilator had perforated the sheath tubing and the sheath tubing had been stretched and torn in one location within the manufactured curve. The sideport orientation of the sheath was consistent with specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the sheath is consistent with forcible contact between the dilator and the inner diameter of the sheath during dilator insertion.